Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spindle cap broke. The broken spacer was removed and a new spacer was successfully implanted. There were no patient complications due to the event.